Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the anchor was placed in and broke immediately. Allegedly, it broke where the eyelet/suture is located. The anchor was removed and 2nd anchor worked perfectly.